Event description:
This case was initially received via regulatory authority (B)(6) on 07-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure (ess205) inserted. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrium resection with novasure). At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 467 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.